Event description:
As reported by the user facility through medwatch: "a rn started IV with this product - 22 gauge introcan safety by b. Braun upon cleaning up he reported he was stuck on finger by exposed needle tip because he says the needle was retracted through the locked position." Medwatch (B)(4).

Manufacturer narrative:
(B)(4). In a follow up with the facility, the reporter stated that the nurse was stuck when cleaning up after starting an IV. The nurse was stuck in the finger because the needle retracted through the lock position. The reporter also confirmed the actual sample has been discarded and the lot number is unknown. A historical review of the customer complaint database revealed that no adverse quality trends were identified during the complaint review process for item # (B)(4). Without the actual sample or lot number, a thorough investigation could not be performed. While no specific conclusions can be drawn, the facility report did indicate the nurse was stuck when cleaning up after starting an IV. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container. All available information has been provided to the actual manufacturer. If additional pertinent information becomes available, a follow up report will be filed. (B)(4).